Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula was bent event on 29-apr-2024. The site of insertion was at abdomen. The event occured with in three hours of insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial MDR 1877269 - device 2 of 3.